Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 440 mg/dl. The current blood glucose was 289 mg/dl and 2 hours ago it was 356 mg/dl. The customer was using insulin pump within 48 hours of the high blood glucose. The customer declined the troubleshoot for high blood glucose. The insulin pump will not be return for the analysis. Frn-unk-rsvr, unomed set.